Event description:
A malfunction alarm with code malf 12 was reported, and it recurred even after a reset was attempted with the help of technical support, indicating persistence of the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, but since the issue persisted, a replacement pump was arranged. The customer would use a backup insulin pump in the meantime and was instructed to drain the battery of the faulty pump before returning it using a pre-paid label within 10 days.